Manufacturer narrative:
The actual device is being retained by the facility. However, two photographs of the sample were sent for eval. The photographs depicted the fractured catheter fragment positioned along a side a ruler and next to a new unused catheter. Although the photos were not very clear, and the actual fracture area was not discernible, the catheter appeared to be stretched and kinked, and was broken off at the first depth marker. The fractured catheter piece measured approximately 2 3/8 inches positioned next to the ruler. This type of damage is consistent with epidural catheters in which a section is pulled beyond its design capabilities. However, no specific conclusions can be drawn. The photographs and all available info have been sent to the actual manufacturer, micor inc., for further eval.

Event description:
As reported by the user facility: nurse was removing epidural catheter, encountered resistance. Catheter fractured leaving approximately 2 1/2 - 3 inch fragment in pt. Fifty six yr old female orthopedic pt requested that fragment be removed, which was done surgically. At this time, fragment is being held in risk management. Additional info provided by the facility, indicated the fragmented piece of catheter was removed from the pt without incident and the pt suffered no additional adverse sequela associated with the incident. The fragmented removed piece of catheter is being retained by the facility, however, the sales rep took a couple of photos of the catheter fragment. The lot number remains unk.